Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and slow flow occurred. The target lesion was located in the moderately calcified right coronary artery. A 20 x 4.00 mm promus premier¿ drug-eluting stent (des) was implanted in the lesion. However, after stent deployment, the physician noted stent deformation and slow flow occurred. Subsequently, a 4 x 22 mm promus premier¿ des was implanted to cover up the segment and the procedure was completed. No further patient complications were reported and the patient's status was stable.